Manufacturer narrative:
Device was discarded at the hospital. Investigation will be performed without the device.

Event description:
It was reported that during a procedure in the distal popotial, the rotarex catheter perforated two small vessels while creating a fistula. Reportedly, a covered stent was placed to treat the two vessel perforations.

Manufacturer narrative:
Summary evaluation report attached. Added data to d8 and d9.